Manufacturer narrative:
UDI : (B)(4). Concomitant med products and therapy dates: console device, attachment devices. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was overheating, and the console device displayed an e6 error code. According to the reporter, the staff performed a process of elimination which lead them to believe that the handpiece was heating up as opposed to the attachment devices. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed for motor thermistor assessment. It was determined that the device displayed an e6 error when plugged into the console device. It was further determined that the issues were consistent with faulty parts. Therefore, the reported condition that the device displayed an error code was confirmed. However, the reported condition of heat was not confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.